Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 250 mg/dl. The customer changed the infusion site multiple times in an attempt to resolve the occlusions. The customer's healthcare provider stated that the infusion set was most likely the cause of the occlusions. However, as the customer had changed the supplies prior to contacting tandem customer technical support (cts) and was not receiving an alarm at the time cts was called, troubleshooting to confirm if the infusion set was causing the occlusions was unable to be performed.